Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported wound dehiscence cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), and no further events have been reported at this time. No further information regarding the events have been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists wound dehiscence as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that wound dehiscence at the lateral portion of the patient's left thoracotomy site was noted. The dehiscence was approximately 1 centimeter cubed. White eschar was seen at the wound bed. Wet to dry dressing changes were to be performed twice a day as of (B)(6) 2022. There was no drainage or signs of infection.